Event description:
Additional info: dr reports through the sales rep that this event was not lens-related but due to technical error.

Manufacturer narrative:
The returned lens was found to have one bent haptic in the gusset area and evidence of blood and clinical solution on the lens surface. No similar complaints have been reported for this lot. This report was mailed in to FDA on: 12/16/1997